Event description:
It was reported to boston scientific corporation in 2008, that a bipolar cable was used during a procedure. According to the complainant, the cable was shorting out and there was no current going through the cable adapter. Another bipolar cable was used to complete the procedure. No info was available regarding the pt's condition during or after the procedure.

Manufacturer narrative:
This report is in response to the report as submitted by boston scientific. The device had been previously used with no reported errors. The circuit of the device was interrupted, but the cause was not determinable.